Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-10713. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011114 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011114 was manufactured according to the work instruction (wi) version 29 and manufactured in the line 1 on 14/jan/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5a01363 was manufactured according to the wi version 66 and manufactured in the machine sc07, on 10/jan/2025, with a total of (B)(4) units. Review of the DHR showed that during the final outgoing inspection the test 6 one sample was found with missing glue on tubing connector. According to the extended sampling has been accepted. However, the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: an extended related to the reported malfunction was raised during the process, therefore, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets tubing detached events on (B)(6) 2025 from connector. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.